Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI: (B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k101086. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- g7 bonemaster ltd acetabular shell # item 010000702 lot 3763297, g7 hi-wall e1 liner # item 010000934 lot 3877927, delta ceramic fem head # item 650-0661 lot 2016110483. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered tenderness in the greater trochanter approximately one year post initial hip surgery. The patient was administered steroid injection guided by ultrasounds, which has relieved her pain. Attempts to obtain additional information have been made; however, no more is available.